Event description:
The customer stated the device is not charging the battery. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.